Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the proximal end of the stent were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break at 230mm distal to the distal end of the strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 14-oct-2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The 80-90% stenosed, 22x2.75mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After a non-boston scientific guide catheter was engaged and a non-boston scientific guidewire crossed the lesion, pre-dilatation was performed with a 2.5x8mm non-boston scientific balloon catheter leaving 50% residual stenosis. A 2.75x28mm promus element plus drug-eluting stent was then advanced but failed to track. The device was removed and the procedure was completed with a non-boston scientific stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube detachment/separation.